Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the water bottle was used with a humidifier adaptor attached to the water bottle. Visual inspection shows the snap cap on the humidifier adaptor is positioned incorrectly therefore the adaptor is not able to be properly threaded on the flow meter. No other issues were found. A functional inspection of the product was not performed as the humidifier adaptor could not be connected to a flow meter due to the defect. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to address the issue.

Event description:
The customer alleges that the adaptor couldn't connect with the oxygen flow meter. A new kit was opened.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (003-40j; aquapak 340 sw,340 ml w/040 adaptor,japa) available at the facility nor is being manufactured at the time. A CAPA file #(B)(4)was opened to perform a further investigation into this issue (this CAPA is owned by(B)(4)). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor couldn't connect with the oxygen flow meter.a new kit was opened.